Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had hyperglycemia and stated that there are many scratches on her screen. The customer reported that she had high blood glucose levels of 29.1 mmol/l. The customer stated the she was on cortisone for arthritis and was having lots of issues with it. The customer stated that she was quite high and tried to treat herself with manual injections. Product is not expected to return,

Manufacturer narrative:
The insulin pump was received with severely scratched display window.